Event description:
Customer reported that the alarm has power but the alarm tone is intermittent when pressure is off the pad. They tested it with a working exit mat and no visible damage on the case. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).